Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed x3 with no change in the pvl. A second valve was successfully implanted valve-in-valve with no adverse patient effects. Upon implant of the second valve, the pvl reduced to trace.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.